Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I nearly bled to death') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and coagulopathy ("blood clots"). The patient was treated with 5 units of blood transfusion and surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the genital haemorrhage and coagulopathy outcome was unknown. The reporter considered coagulopathy and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I nearly bled to death') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and coagulopathy ("blood clots"). The patient was treated with 5 units of blood transfusion and surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the genital haemorrhage and coagulopathy outcome was unknown. The reporter considered coagulopathy and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.